Manufacturer narrative:
The review of the historical data did not show any anomaly. However the analysis of the device is impossible as it has been discarded by the hospital. The anomaly cannot be confirmed and the root cause remains unidentified.

Event description:
The surgeon complaint that the value of the catheter was "unnormal", it shows nearly 90 mmhg but the statement of the patient showed normal. It made a great confuse on monitoring the icp value.